Event description:
It was observed during the device evaluation, that the duodenovideoscope exhibited a gap in the adhesive area between the server plug-in and the distal end; the adhesive around the objective lens has a crack; and, the adhesive around the light guide lens has a crack. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.